Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell, wear abrasion and observed 40 mm dark patch edge material inside gel device, a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Physician reported right side "implant rupture" diagnosed by ultrasound and mammography. Device has been explanted.

Event description:
Physician reported "implant rupture". Diagnosed by ultrasound and mammography. Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 22-nov-21. Visual analysis of the photographs identified a broken device labeled right side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.